Manufacturer narrative:
Philips service removed the debris, tested the system, and returned it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the c-arm was unable to rotate due to debris obstruction on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.